Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy and declined follow up contact from tandem technical support. Customer¿s blood glucose level was 313 mg/dl.